Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm, after the third day, discontinued after four days, route not reported), fortum injection (1gm, once daily, discontinued after four days, route not reported) and ceftum (500 mg tab, twice a day, ongoing) for the event. Four days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis (twice a week). It was reported the patient was not recovering from the peritonitis event. Seven days after hospital admission, the patient was discharged from the hospital. It was reported the patient was retrained on the proper aseptic technique. On an unknown date, the patient was readmitting to the hospital for another indication. It was reported that twenty days after the event onset, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.